Event description:
An adc customer's family member reported that due to a delivery delay in receiving their adc fs lite meter and test strips the customer's certified nursing assistant found her "unresponsive" and apparently customer had lost consciousness while at home at 5pm on the date of the event. Paramedics were called and it is reported customer was treated on scene with "IV glucagon". Customer was transported to a health care facility, diagnosed with hypoglycemia and treated with additional "IV glucagon". No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
During investigation of the delivery issue, it was identified that the address provided by the customer was incorrect. A successful field exchange was provided for the customer during the call. As this incident involved a delivery delay, no device is expected back for investigation. This is a final report.